Manufacturer narrative:
H.6. Investigation summary bd did not receive samples or photos for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating erroneous results were observed as all results demonstrated satisfactory performance. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: too big difference in sodium an the analyte. Difference in 5.5 mmol pr liter sodium.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: too big difference in sodium an the analyte. Difference in 5.5 mmol pr liter sodium.